Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 in the auxiliary cabinet had a faulty controller that was not reading correctly. A field service engineer powered down the station, disconnected drawer 3.1, and verified that the station booted successfully. The engineer then tested the drawer controllers, identified that the controller for drawer 3.1 was reading 0.3 ohms, replaced the faulty controller, powered on the station, verified connectivity, allowed the system to boot into the application, checked for firmware updates, and performed diagnostics and acceptance tests. The customer also verified proper functionality. Proactive inspection was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary device went black screen, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary device went black screen, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.